Event description:
It was reported that the sagb was explanted due to an esophageal obstruction. The patient remained on a liquid diet because of difficulties in swallowing solid foods. The patient has never informed the physician that he remained on a liquid diet. Patient never had adjustments/fills performed on the sagb. The surgeon attempted unsuccessfully to adjust the band. The patient lost more than 150 lbs with the sagb and resolved health problems such as diabetes, hypertension and sleep apnea. Pt is reported to be in good condition.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time. Product code 2200-x has the same balloon as the product sold in the us.